Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was at elective replacement indicator (eri). At the previous follow-up, less than a year ago, the device was interrogated and predicted 2.5 years of battery longevity. The device was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
The device image indicated that device was programmed to high field settings with the autocapture feature enabled, and device was operated in various output modes. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s pacing needs thus affects the estimated longevity of the device. Analysis performed did not find any anomaly other than voltage being at eri level. Total projected longevity is 9.1 years based on field settings, device was implanted for 9.08 years, and it has met the 75% projected longevity, and is considered normal battery depletion. The event of premature battery depletion was not confirmed.